Manufacturer narrative:
The customer reported that one of their patients had an episode of vtach that did not alarm at the central nurse's station (cns). The missed vtach was a wide complex vtach with a rate in the 70's, which did not breach the vtach alarm setting of 5 beats/100 rate. The customer also reported that their patient then experienced asystole, to which the alarm responded as expected. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that one of their patients had an episode of vtach that did not alarm at the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that one of the patients had an episode of vtach that did not alarm at the central nurse's station (cns). No patient harm or injury was reported. Investigation summary: nihon kohden clinical application specialist reviewed the data with customer and explained that the vtach was a wide complex vtach with a rate of 70's which did not breach the vtach alarm setting of 5 beats/100 rate. When patient had asystole, the alarm responded as expected. The arrhythmia analysis feature of the cns has well defined capabilities and limitations. These capabilities and limitations are outlined in the application guide (arrhythmia monitoring analysis ec1 application guide.pdf). In short, detection of arrhythmia events is dependent on factors that can vary with patient condition, signal quality, lead placement, alarm settings, alarm limits, etc. There is no indication that the device had malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm.

Event description:
The customer reported that one of the patients had an episode of vtach that did not alarm at the central nurse's station (cns).